Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt does not communicate) has been confirmed. The cause for the failure was isolated to an open white (drvn_gnd) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the damaged monitor.